Event description:
Eleven implants were placed, 4 of which were involved in a sinus lift. One implant in the sinus lift area failed. The dr thinks that this failure may have been caused by having it in function by the pt wearing a full denture (the denture having put pressure on the healing abutment for 5 months). One person affected.